Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es and a 2mm x 20mm x 143cm coyote es were selected for use. During the procedure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues; however, microscopic examination revealed a rupture on the balloon at 1cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es and a 2mm x 20mm x 143cm coyote es were selected for use. During the procedure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.